Event description:
The patient reported that he had insulin leak from two separate cartridges into the cartridge compartment. He states that he did not recall whether he had elevated blood glucose at the time but did not allege any symptoms. The patient at the time of the contact to animas said he was using cartridges from a different lot number and says he does not have any problems with the cartridges.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.